Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancy was not determined. The patient experienced no symptoms related to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that there was an incomplete filling of the 40 ml pump. 25 ml went inside, 21 ml was aspirated when 15 ml was expected. Environmental/external/patient factors that may have led or contributed to the issue included the hcp using a non-medtronic refill kit. There was no diagnostics/troubleshooting performed. Actions/interventions taken included the rep taking to the customer to use a medtronic refill kit instead. The rep stated that they would be there at the next refill on january. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.